Event description:
Follow-up information revealed no further interventions are planned at this time.

Event description:
Follow-up information reveled the patient's is receiving effective therapy post-operative.

Event description:
Additional information revealed the patient underwent surgical intervention wherein the lead was explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to turn on stimulation or increase the amplitude on his scs system. Diagnostic testing revealed no stimulation on lead contacts 1-8 and high impedance readings on lead contacts 9-16. No further information is available at this time.

Event description:
Follow-up information revealed reprogramming was attempted, but was unable to resolve the issue.

Event description:
Follow-up information revealed x-rays were taken and the lead appeared to be fractured.